Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure, the patient had chronic endophthalmitis that led to explant the lens. The lens was sent out to pathology and it was positive for moderate growth of parvibaculum lavamentivorans. The lens was explanted and replaced with other lens in a secondary procedure. Additional information was received as the patient had vitreous inflammation, eye pain, light sensitivity, corneal edema, vitrectomy was performed.